Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence and cuff size. During the procedure the physician found no fluid in the balloon. There was a small leak found in the cuff. A new artificial urinary sphincter consisting of two cuffs, pump, and balloon was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.